Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. During use, the clips did not close the vessel as intended (a bleeding occurred). No consequence to the pt, no transfusion required. Another like device was used.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.